Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a pharmacy tech noticed an ¿oily substance¿ on the plunger of a bd luer-lok¿ disposable syringe with bd luer-lok¿ tip prior to use. There was no exposure, injury or medical intervention reported.

Manufacturer narrative:
One opened 3ml package received at bd canaan, confirmed to be from batch number 7292571 (p/n 309657). Sample was visually evaluated. Silicone which is used in the manufacturing process, was observed on the black stopper. The small amount observed was a normal and expected amount for this product per product specification. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Within the functionality tests for the batch release, silicone content is made according to (B)(4) having the following conformity results. The amef of assembly process considers defective regarding aspersion and injection of inadequate silicone, where the category of risk assessment is "widely accepted" because with the controls that are established could identify the defect the most probable cause of the event can be due to a prolonged machine shutdown, because by equipment design the silicone metering valve is constantly open and still supplies silicone in the nozzles. It is worth mentioning that a very similar claim was filed in june of last year, concluding the actions in (B)(6) of the current year and the present manufactured lot was prior to the conclusion of the actions so that with the actions that were implemented the problem had to be controlled. It is important to mention that for the issue of the presence of lubricant (silicone content) there is an aql = 1.0%, which means that for a lot size of 851,600 pieces, 21 pieces with the defect could be present and be approved. Silicone which is used in the manufacturing process, was observed on the black stopper. The small amount observed was a normal and expected amount for this product per product specification.